Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h1, h6.

Event description:
It has been identified that this record, mrn 9617229-2023-16327, is a duplicate of a psr report submitted on 17/apr/2017.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device status unknown.